Event description:
As reported, when using a 14mmx80mm smart control biliary self-expanding stent (ses), the stent jumped "seriously" forward when the stent was released, resulting in serious displacement of the stent. There was no reported patient injury. The device was intended to be used for iliac vein compression. There were no damages or anomalies noted to the device or packaging prior to use in the patient. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. There were no kinks or other damages noted prior to inserting the product into the patient. The target lesion did not have any calcification, had moderate tortuosity, a stenosis percentage of 70, no acute angle or bifurcation. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient per instructions for use (IFU). There was no excess force applied during deployment of the stent. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no thrombus present. The lesion was pre-dilated prior to stent implantation with an unknown 12mmx40mm balloon. The balloon was inflated to 16 atmospheres (atm) and the stenosis percentage after was 30. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18141362 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10. When using a 14mmx80mm smart control self-expanding stent (ses), the stent jumped "seriously" forward when the stent was released, resulting in serious displacement of the stent. The target lesion did not have any calcification, had moderate tortuosity, a stenosis percentage of 70%, no acute angle or bifurcation. There was no reported patient injury. The device was intended to be used for iliac vein compression. There were no damages or anomalies noted to the device or packaging prior to use in the patient. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. There were no kinks or other damages noted prior to inserting the product into the patient. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient per instructions for use (IFU). There was no excess force applied during deployment of the stent. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no thrombus present. The lesion was pre-dilated prior to stent implantation with an unknown 12mmx40mm balloon. The balloon was inflated to 16 atmospheres and the stenosis percentage after was 30%. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds (stent delivery system) did not have to pass through a previously placed stent. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile unit smart control 14x80mm 120cm ses was received coiled inside a clear plastic bag. The unit was returned fully deployed but the stent was not returned. The locking tab was not returned. No other outstanding details were observed. Per dimensional analysis the device was within specification. A product history record (phr) review of lot 18141362 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty - inaccurate placement¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. The unit was returned fully deployed and the usable length was found within specification. Procedural images were not provided for review. Based on the information available for review, vessel characteristics (moderate tortuosity) or procedural factors may have contributed to the event as the device was within specification during analysis. According to the instructions for use, which are not intended as a mitigation of risk, ¿examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. Ensure that the introducer sheath does not move during deployment.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, when using a 14mmx80mm smart control self-expanding stent (ses), the stent jumped "seriously" forward when the stent was released, resulting in serious displacement of the stent. There was no reported patient injury. The device was intended to be used for iliac vein compression. There were no damages or anomalies noted to the device or packaging prior to use in the patient. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. There were no kinks or other damages noted prior to inserting the product into the patient. The target lesion did not have any calcification, had moderate tortuosity, a stenosis percentage of 70, no acute angle or bifurcation. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient per instructions for use (IFU). There was no excess force applied during deployment of the stent. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no thrombus present. The lesion was pre-dilated prior to stent implantation with an unknown 12mmx40mm balloon. The balloon was inflated to 16 atmospheres (atm) and the stenosis percentage after was 30. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for evaluation.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. When using a 14mmx80mm smart control biliary self-expanding stent (ses), the stent jumped "seriously" forward when the stent was released, resulting in serious displacement of the stent. There was no reported patient injury. The device was intended to be used for iliac vein compression. The target lesion did not have any calcification, had moderate tortuosity, a stenosis percentage of 70%, no acute angle or bifurcation. There were no damages or anomalies noted to the device or packaging prior to use in the patient. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. There were no kinks or other damages noted prior to inserting the product into the patient. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient per instructions for use (IFU). There was no excess force applied during deployment of the stent. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no thrombus present. The lesion was pre-dilated prior to stent implantation with an unknown 12mmx40mm balloon. The balloon was inflated to 16 atmospheres (atm) and the stenosis percentage after was 30%. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot 18141362 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty - inaccurate placement¿ could not be confirmed as the device was not returned for analysis. Procedural images were not provided for review. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. Vessel characteristics (moderate tortuosity) may have contributed to the reported event. According to the safety information in the instructions for use ¿the cordis s.m.a.r.t. Control nitinol stent transhepatic biliary system is indicated for palliation of malignant neoplasms in the biliary tree. Warnings the safety and effectiveness of this device for use in the vascular system have not been established. Prior to stent deployment, remove all slack from the catheter delivery system (see "stent deployment procedure").¿ according to the instructions for use, which are not intended as a mitigation of risk ¿advance the stent delivery system past the stricture site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target stricture. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the target stricture site.¿ this device is not indicated for use in the venous system therefore it is considered off-label usage. Neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.